Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 379mg/dl. The customer was assisted with troubleshooting for the high readings. The customer had symptoms of troubled breathing and dizziness. The customer treated with insulin pump. Customer's blood glucose value was 465mg/dl at the time of the call. The drive support cap appeared normal. There were no leaks or air bubbles. The call disconnect but the customer called back to continue. There were no site or insulin issues. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.